Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER). Although requested, the customer declined to provide any further information regarding the ER visit and what was the cause of the ER visit.